Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the single port fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken molded insulator. Visual inspection was performed and the instrument was observed to have a broken upper molded insulator on the grip tips, with fragments of the upper molded insulator observed to be detached. The broken piece measures approximately 2.5mm x 7.3mm and was not returned with the instrument. There was no external damage to the shaft, housing, and snake wrist cables. Each input disk was manually articulated and responded accordingly. The release buttons were functional. The probable root cause is the result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. Additional observation(s) related to the customer reported complaint: the instrument was found to have a detached fragment. The instrument was observed to have detached upper molded insulator from the grip tips. For clarification, the broken upper molded insulator was still attached to the instrument due to the conductor wire, but fragments of the upper molded insulator were observed detached. The detached fragment measures approximately 2.5mm x 7.3mm and was not returned with the instrument. The root cause is typically attributed to the use conditions. The instrument was found to have a cracked molded insulator. The crack measures approximately 2.1mm in length and is located on the upper molded insulator from the distal tip. The grip base for the grip with the cracked molded insulator does not appear to be bent. The probable root cause is the result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that after a da vinci-assisted surgical procedure that the plastic part at the bottom of the tip of the single port fenestrated bipolar forceps instrument was found to be broken. There were no reports of fragments falling into the patient.